Event description:
The following info is from brasseler USA (b-USA) to nakanishi regarding a device manufactured by nakanishi for b-USA. Event summary by b-USA: a dentist noticed that the handpiece was starting to heat up and injured the inside of pt's cheek while performing a root canal. According to the dentist's assistant, the burn did not need medical attention or an antibiotic ointment because it was determined that blistering or scarring would not occur. The dentist has not returned the unit to b-USA. The subject handpiece has not been returned to nakanishi for eval. Nakanishi sales personnel have requested b-USA to provide add'l info to nakanishi on this event. As of this report, nakanishi has not obtained any add'l info.

Manufacturer narrative:
As an investigational approach, nakanishi, inc., (B)(6) (MFR) examined the DHR for the device (z85l), serial number (B)(4) nakanishi concluded that no problems had occurred during mfg and testing of the subject device as evidenced in the DHR.